Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn less than an hour.

Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 35 first prime pulses and was deactivated at 45 pulses after completing second prime. The download data showed a drive stall and pulse width timeout. This drive stall resulted in a premature end to first prime and prevented the firing flat from reaching the firing position before the end of second prime. No defects were found to either the drive mechanism or needle mechanism that would result in a failure to deploy. The device was connected to a master pdm and a test bolus was delivered without replicating the drive stall or timeout. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.